Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported on behalf of the customer who received a "replace sensor" message on the day of applying the adc freestyle libre 2 sensor. Caller further reported that customer lost consciousness during the night and a blood glucose reading of 43 mg/dl was obtained on an unspecified meter. Customer was treated with glucagon shot. There was no report of death or permanent impairment associated with this event.

Event description:
Customer's caregiver reported on behalf of the customer who received a "replace sensor" message on the day of applying the adc freestyle libre 2 sensor. Caller further reported that customer lost consciousness during the night and a blood glucose reading of 43 mg/dl was obtained on an unspecified meter. Customer was treated with glucagon shot. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Sections d9, h3, h6 and h10ve been updated to include the investigation results of the returned device.